Manufacturer narrative:
Results: the strain relief on the velocity delivery microcatheter (velocity) was stretched approximately 2.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the velocity's strain relief was stretched. This type of damage typically occurs due to improper handling during preparation or use. If the distal portion of the strain relief is held while the device is retracted, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff unpacked the velocity delivery microcatheter (velocity) and began to flush and soak the device; however, the velocity became loose at the hub and the "breading" became visible. The velocity became damaged prior to use and therefore, was not used during the procedure. The procedure was completed using a new velocity.